Manufacturer narrative:
The investigation for the placement signal alarm has been completed. No product was returned. The data logs show no abnormalities and the 5s parameters were within range. There were no placement signal alarms but placement signal monitoring was disabled during the procedure. The logs show placement signal trending downward before monitoring was disabled and continuous suction alarms. The root cause of the optical signal issue was most likely patient condition related.

Event description:
The complainant reported that the patient was on impella cp support for 16 hours and was escalated to impella 5.5 due to a placement signal issue. Optical sensor detecting aortic (ao) placement signal flows on average 30 mmhg lower than arterial line. The physician worried the set up was done incorrectly due to new staff. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.